Manufacturer narrative:
Mre was not performed as the lot number of the device is unknown. Cannulated connecting screw (part# 03.037.010, lot# unknown, qty# 1) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the device looks good without any damage. The connecting screw was observed to be stuck with insertion handle (03.037.012, l236620) and tfna (04.037.242s, 60p0570). Functional testing of the received device was not performed at cq due to the stuck condition of the device. Can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection of the received device was not performed at cq as the relevant features of the device were inaccessible due to the stuck condition. Document/ specification review: the following drawings were reviewed during the investigation: connecting screw with self-retaining. No design issues or discrepancies were noted during the investigation. Complaint confirmed? Yes. The complaint is being confirmed for cannulated connecting screw (part# 03.037.010, lot# unknown) as the connecting screw was observed to be stuck with insertion handle (03.037.012, l236620) and tfna (04.037.242s, 60p0570). A definitive root cause could not be determined for the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an unknown procedure, the tfna nail would not detach from insertion handle. It is unknown if there was a surgical delay. The procedure was successfully completed. The patient status/outcome is unknown. This report is for one (1) 1 cannulated connecting screw. This is report 3 of 3 for (B)(4).